Event description:
The customer reported that the 9900 system had a high capacity disk failure error and would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and usb adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.